Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The sheath broke off inside the pt. District manager confirmed with customer: antegrade stick, introducer went in fine. When the physician went to remove it the distal portion was missing. The physician went back in with a snare and retrieved the distal portion.